Event description:
Baxter affiliate reports one incident of a blood leak at the end of pt treatment. The leak occurred at the connection of the bloodline to the blood port connector of the dialyzer header. Treatment was discontinued. No pt injury or medical intervention was reported.